Event description:
It was reported that the probe broke off, but was retrieved and thrown away. No patient complications were reported.

Manufacturer narrative:
(B)(4). The probe was returned for evaluation. Macroscopic examination confirms probe bent, with probe tip breakage approx. ~20mm from the probe tip end. The broken off portion of the tip is missing and not returned for analysis. Microscopic examination reveals horizontal marks consistent with shearing on both outside edges and peaking in the center, consistent with a cutting or shearing instrument. A review of the device history records did not identify any applicable nonconformance to specification.